Manufacturer narrative:
Reported to the FDA on september 10, 2007. FDA registration number: reporting site (specification developer) :

Event description:
Reported by the complainant as follows: dr. Tape placed on the nose after rhinoplasty surgery was difficult to remove and disintegration of product took place. The tape could not be removed. Dr. Took pt back into theatre and removed surgically under general anesthetic.